Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event; please see associated report: 0001822565-2018-05643. UDI - (B)(4). Concomitant medical products: articular surface use with plate, 5,6 size green/c-h 14 mm height, item# 00595204014, lot# 62565567. Unknown femur. Unknown tibia. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently the patient was revised due to stiffness.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently the patient was revised due to stiffness. Patient had hip replacement post tkr, surgeon felt the patient¿s knee became stiff from not bending knee. The surgeon replaced the 14mm bearing with a 10mm bearing and downsized the patella to a 32mm, he also did soft tissue releases and derided a large amount of scar tissue. No further information is available.

Manufacturer narrative:
The event was not a result of a device malfunction reported event was unable to be confirmed due to limited information from the customer. No product was returned; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations / anomalies identified. Per package insert: stiffness is a known adverse effect of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.